Event description:
A surgeon reported a pt presented with tass (toxic anterior segment syndrome). A (B)(6) female pt underwent a cataract surgery with phacoemulsification in the right eye (od) on (B)(6) 2013. On (B)(6) 2013 tass was diagnosed with tyndall 3+ and pupillary cyclitic membrane. The surgery lasted 25 minutes and it was the second case of the day. Epinephrine was added to the bss solution prior to use. A combination of gentamycin-dexamethasone and diclofenac eye drops were given as routine postoperative medications. No cultures were taken. The postoperative inflammation was treated with moxifloxacine, prednisolone eye drops, and subconjunctival injection of betamethasone. The pt had a satisfactory evolution. Additional information has been requested. This is the tenth of ten reports being filed for this facility. This report is for the right eye (od) of the tenth pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).